Manufacturer narrative:
Investigation ¿ evaluation. (B)(6) hospital (united states) contacted cook on (B)(6) 2021 and reported that the wire guide for a c-utpty-1400-wayne-112497-imh from an unknown lot had broken off inside a patient. After placement on (B)(6) 2021, "minimal drainage" was experienced, and tissue plasminogen activator (tpa) was administered to assist in breaking up empyema with minimal success. On (B)(6) 2021, the patient went to the user facility's operating room for video-assisted thoracoscopic surgery (vats). Upon removal of the pigtail catheter, it was noted that the wire guide had broken off upon tube insertion. No resistance was met during device use and the procedure was stated said to have gone smoothly. Reviews of the documentation including the instructions for use (IFU), manufacturing instructions and quality control procedures of the device were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. Two photographs of the wire guide and catheter were provided by the customer. Damage with a break was noted at one end of the wire; however, the image of the wire is not clear enough to determine at which end the damage occurred. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are process checks during the manufacturing process to identify non-conforming material and prevent it from leaving house. A review of the device history record (DHR) could not be conducted due to the lack of lot information from the complaint facility. Cook was not able to find evidence the device was manufactured out of specification or that nonconforming product exists in the house or in the field. Cook also reviewed product labeling. The instructions for use (IFU) c_t_waynemod_rev5 states under how supplied: upon removal from package, inspect the product to ensure no damage has occurred. In the instructions for use section, it does state to remove the wire guide and catheter obturator. Based on the information provided, review of photos provided by the facility and the results of our investigation, a definitive cause of the failure could not be established. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: clinical practice manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide of a wayne pneumothorax tray broke. After placement on (B)(6) 2021, "minimal drainage" was experienced and tissue plasminogen activator (tpa) was administered to assist in breaking up empyema with minimal success. On (B)(6) 2021, the patient went to the user facility's operating room for video-assisted thoracoscopic surgery (vats). Upon removal of the pigtail catheter, it was noted that the wire guide had broken off upon tube insertion. No resistance was met during device use and the procedure was stated said to have went smoothly. Additional information regarding the patient, device, and event has been requested but is currently unavailable.